Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged a lump in the throat, sore throat, cough and runny nose while using the device. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging, lump in the throat, sore throat, cough and runny nose that are related to a CPAP device's sound abatement foam. Medical intervention was not specified. The device was returned to the manufacturer's product investigation laboratory for investigation. During the exterior investigation, there is unknown contamination at the air inlet and the bottom of the blower box and black specks in the bottom enclosure dust-like, inconsistent with sound abatement foam. A white dust-like contamination was on top of the blower motor and the blower motor seal. During the internal investigation, both sides of the blower box had foam that looked like they had moisture and high pitch whining from blower motor. Potential mineral deposit spots on the bottom of the blower motor and inside the blower motor, indicating potential water ingress. There is foreign object in air path and possible retention spring from air filter. A rotary encoder loose from improper crimp at vendor. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes in the complaint and confirms that there was evidence of sound abatement foam degradation/breakdown observed in the device, also confirmed the presence of multiple contaminants that are not consistent with degraded sound abatement foam findings and were most likely from an external source. In this report, section h6 has been updated.